Event description:
The surgeon reports patient complaint of hip pain status post total hip in 2003. Upon review of x-ray, there appeared to be a loose trident psl cup. The surgeon planned to do a revision of the acetabular components and femoral head. The components were carefully removed and the acetabulum was reamed and a new titanium revision cup was implanted. Screws were added for fixation. A trial reduction was done to the doctors satisfaction in which case the closure was performed.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 54mm trident psl cup. It was noted that the device is not available for evaluation because it was sent to pathology per or protocol. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.